Event description:
It was reported that the surgeon inserted a 22.0 diopter cq2015 collamer three piece lens and the haptic tore off. The lens was removed with no pt injury, no enlarged incision or sutures. The surgeon felt that the cause of the torn haptic was due to the cartridge. The cartridge was tearing as the lens was being pushed through and in turn would tear the lens. Another same type lens was implanted.

Manufacturer narrative:
The product pertaining to this complaint was not returned for eval. However, the lens was returned and visual insepction found pieces of the lens optic torn off. One haptic was torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector was not returned for eval.